Manufacturer narrative:
One device was received, not in its original packaging and decontaminated. Per visual inspection, scratches liquid crystal display (lcd) lens. Per review of the event history/error log, high alarm displayed: cassette not attached properly. Per functional testing, the complaint was not replicated. Found constant alarmed cassette not attached properly in event history log due to inoperable "dso" sensor. The complaint was confirmed. The root cause was unable to be determined. The most probable cause was an inoperable "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced "dso" sensor. Functional and delivery tests completed.

Event description:
Additional information received via email. The reported product fault occurred during testing and no patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown. Device evaluation: one device was received. A visual inspection found a scratched lcd lens. A review of the event history log found a "cassette not attached properly" alarm. During the functional testing, the customer reported problem was unable to be replicated. As the alarm was found in the event history log, the most probable cause of the alarm is an inoperable dso sensor. The dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump alarmed "cassette not attached properly". Patient involvement unknown.